Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt says that "the stimulator on it helps the pain in my back but it always interfered with the thigh on my left leg when it was on, so my dr said to turn stimulation off in the evening when I was resting and that would give my legs some rest too". They said this started happening 2 years ago and confirmed it started in 2020. Pt says they had a left knee replacement 3 weeks ago and was put in a rehab center. They said that last week they turned their stimulation on and says they "got 3 really sharp electrical shocks in my left knee where they operated". They said that they haven't had the stimulation on since this happened. They said they are sitting in a chair or laying in their bed so they have had it off because they don't need it when inactive, but they know they will have to get up and move so they can do physical therapy so they will have to turn stimulation on. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed that the shocks the pt got could just be because they have had stimulation off for awhile, and their body isn't used to the stimulation. Pt will try turning stimulation on again and will lower it if they feel these shocks, then once their body adjusts to stimulation they will turn stimulation back up. If this doesn't resolve issue they will follow up with hcp.